Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Healthcare provider adjusted the settings, and technical support was notified for documentation and potential further education.